Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. The health care professional (hcp) called technical services (ts) requesting to have device data be analyzed. Data analysis was conducted, and the results confirmed the battery appeared to be depleting more quickly than expected. The presenting electrogram (egm) showed stored atrial and non-sustained ventricular tachycardia (nsvt) episodes. Further review showed a yellow alert indicating the right atrial automatic threshold (raat) test was detected to be greater than programmed amplitude or in suspension. Ts discussed review with the hcp and recommended for the device to be replaced. At this time, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. The health care professional (hcp) called technical services (ts) requesting to have device data be analyzed. Data analysis was conducted, and the results confirmed the battery appeared to be depleting more quickly than expected. The presenting electrogram (egm) showed stored atrial and non-sustained ventricular tachycardia (nsvt) episodes. Further review showed a yellow alert indicating the right atrial automatic threshold (raat) test was detected to be greater than programmed amplitude or in suspension. Ts discussed review with the hcp and recommended for the device to be replaced. At this time, this pacemaker remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device was returned to facility awaiting analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. The health care professional (hcp) called technical services (ts) requesting to have device data be analyzed. Data analysis was conducted, and the results confirmed the battery appeared to be depleting more quickly than expected. The presenting electrogram (egm) showed stored atrial and non-sustained ventricular tachycardia (nsvt) episodes. Further review showed a yellow alert indicating the right atrial automatic threshold (raat) test was detected to be greater than programmed amplitude or in suspension. Ts discussed review with the hcp and recommended for the device to be replaced. At this time, this pacemaker remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device was returned to facility awaiting analysis.